Manufacturer narrative:
Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. The patient experienced an event consistent with a hypersensitivity reaction with the lot number (40977060) on one additional date. The event on 23 feb 2026 is documented in MFR report #3003464075-2026-00022.

Event description:
A report was received on (B)(4) 2026 from the home therapy nurse (htn) of a 75 year old female patient with a medical history including end stage renal disease, who stated the patient experienced hives, itching, and difficulty breathing approximately ten minutes into a hemodialysis treatment on (B)(4) 2026. Treatment was terminated with rinseback. Additional information was received from the home therapy manager (htm) who stated symptoms resolved approximately ten minutes after administering oxygen, 125mg intravenous methylprednisolone (solu-medrol), and 50mg oral diphenhydramine (benadryl). Per the htm, the patient recovered without sequelae and continues to treat with the nxstage system.